Manufacturer narrative:
(B)(4). Updated: b4, b5, g3, h1, h2, h10. Corrections: d4 (lot, exp date), h4. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 00434903700, dual taper insert, lot # 63799288. Catalog #: 00434901413, humeral stem 14 mm stem diameter, lot # 63935953. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-0316 and 0001822565-2021-03170. Remains implanted

Event description:
It was reported that the implants may have caused an allergic reaction in the patient. No other information has been provided. Attempts have been made and there is no further information at this time.